Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20437. It was reported the patient experienced ineffective stimulation. The system diagnostics revealed invalid impedances on the scs leads. A sjm representative tried reprogramming to no avail as the system was autoreducing. It was also reported the patient experienced multiple falls over the last year. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20437. Further follow up identified the leads were explanted and replaced which resolved the issue.